Manufacturer narrative:
Analysis of programming history.

Event description:
During review of in house programming history, it was found that a faulted diagnostic test occurred on (B)(6) 2009, which set the generator to unintended settings. The device was programmed back to intended settings; however, the magnet mode was not programmed back on until the following visit on (B)(6) 2009.